Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. The pod's cannula was found to be popped out of the infusion site(unknown) indicating that the cannula was dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported event. The cause of this event could not be determined. The data presented an 0x9b alarm, indicating the pod timed out while waiting for a deactivate command after deactivation of the cgm. The cause of this alarm could not be determined.